Manufacturer narrative:
Device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: this investigation has been assigned the conclusion code of adverse event related to procedure following a review of the reported event details, available information, and product record review. It is likely that the issue could be related to operational factors such as handling, technique, among others that caused the reported event, furthermore, batch record review concluded that no manufacturing deviations were identified during the manufacturing process. E1-initial reporter address 1: (B)(6). E1-initial reporter phone: (B)(6).

Event description:
It was reported that device removal difficulty occurred. A 1.50mm rotablator plus and rotawire drive were selected for use. During the procedure, the guidewire could not be withdrawn. The procedure was completed with another of the same device. There were no complications, and patient was stable post procedure.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that device removal difficulty occurred. A 1.50mm rotablator plus and rotawire drive were selected for use. During the procedure, the guidewire could not be withdrawn. The procedure was completed with another of the same device. There were no complications, and patient was stable post procedure.

Manufacturer narrative:
Device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: this investigation has been assigned the conclusion code of adverse event related to procedure following a review of the reported event details, available information, and product record review. It is likely that the issue could be related to operational factors such as handling, technique, among others that caused the reported event, furthermore, batch record review concluded that no manufacturing deviations were identified during the manufacturing process. E1-initial reporter address 1: (B)(6).

Event description:
It was reported that device removal difficulty occurred. A 1.50mm rotablator plus and rotawire drive were selected for use. During the procedure, the guidewire could not be withdrawn. The procedure was completed with another of the same device. There were no complications, and patient was stable post procedure. It was further reported that the burr and wire were stuck together and removed as one unit. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending artery.